Event description:
Pt came up with a suretrans. It was time to reinfuse output and user tried to fill bag for infusing. When user lifted the suretrans, the seal between the hemovac and the suretrans didn't have a seal and was loose and came apart. User had to remove the suretrans.we have not seen this issue before until recently.